Event description:
One touch basic meter kept giving the clean test area message. This issue was not resolved with troubleshooting. Pt had contacted the emergency services, but no treatment given. No further clinical info was provided.